Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation and it has not been confirmed if the reported alarm conditions were valid alarms as intended or actual malfunctions. A recommendation to replace the gas delivery engine has been made to the customer as a precaution. If the customer chooses to replace the gas delivery engine and an investigation can be performed, then a supplemental report will be submitted with the results of investigation.

Event description:
The customer reported that while using the avea ventilator over the course of a month, they have had intermittent alarm conditions that they have not been able to duplicate or find a cause for. The alarms involve the "patient disconnect" and "high fio2" alarm. The customer stated these alarms have occurred while on a patient but there was no patient harm or injury.